Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to supraventricular tachycardia (svt) during one episode. The episode was not isolated and therapy was exhausted. This device remains in service. Boston scientific technical services (ts) and the field representative in place discussed reprograming and medical options. No additional adverse patient effects were reported.